Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a battery out limit alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The insulin pump was unable to verify battery out of limit due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump was unable to perform the displacement test due to blank display.